Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there was intermittency between the pin and cap on the is-1 connector, possible medical adhesive between pin and cap visible. There was additional findings of outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead generated a patient alert for high impedance. The lead was partially explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.